Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 113mg/dl at the time of the incident. The customer reported that her daughter's pump broke near reservoir lip while inserting reservoir. The insulin pump was returned for analysis.